Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor is there any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the event of peritonitis can be attributed to the pd catheter (not a fresenius product).

Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius product. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized on (b)(^) 2026 with peritonitis characterized by symptoms of cloudy pd effluent. The nurse reported that the patient had a pd culture obtained in the hospital. However, the nurse indicated that the results were not available. The nurse stated the patient is being treated with antibiotic therapy (details are unknown) while hospitalized. The patient remained in the hospital at the time follow-up was conducted.